Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had a failed drawer. The field service engineer (fse) replaced latch sensor in drawer 5.2 to address the failure to stay closed. The drawer was tested using the hardware test application, and the test was successful. Results were posted to the feed. It was determined that the broken bracket in drawer 4.2 was replaced with a bracket from another unit to restore proper function. The drawer was tested using the hardware test application, and the test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.